Event description:
It was reported that during percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 100% stenosed lesion being treated was located in the moderately tortuous left upper arm 'shunt vessel'. The 4.0x40mm sterling balloon ruptured at 6 atm on first inflation. The procedure was continued with a non-bsc balloon. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)